Event description:
It was reported that the device had a broken case and battery cover. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and e1: contact street address, city, state and zip code are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in with a missing air mix knob. The device contains normal wear and tear due to the age. There was a crack on the housing near the battery holder assy, which was broken off. The complaint was confirmed. Root cause of the damage was attributed to impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.